Event description:
It was reported the pt has had discomfort since the surgery and was told the implant slipped shortly after it was implanted. She never got full range of motion and one leg is shorter than the other. She cannot walk more than a few blocks without significant pain. She had an incident where she was walking and the right leg wouldn't move. While trying to catch herself by readjusting the left leg, she felt excruciating pain. She will not go anywhere without crutches in case that happens again. She can no longer live with the pain and would like stryker to help her. She was told by her surgeon that her implants were subject to recall and she is now unhappy with how her surgeon is handling her case. She wants to confirm if any of her implants were recalled and when the surgeon was notified as he did not alert her until (B)(6) 2012.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident alumina insert, (B)(4), lot# 11695602; alumina c-taper head 32mm/0, cat# 17-3200e, lot# 11499401; 6.5 cancellous bone screw 35mm, cat# 2030-6535-1, lot# 22638603; omnifit ha c-taper hip stem #7, cat# 6017-0730a, 23341302. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the devices cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.